Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with the jaw ramp broken and missing. Upon cycling the device, it was noted to be empty and locked out; however the orange indicator was found overtraveled. Please note the indicator wheel failure is not related to the reported event. The instrument is designed to lock out after all the clips have been fired. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the proximal end of the jaws broke and the part dropped on a mayo table. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.